Event description:
Customer reported being hospitalized due to low blood glucose. Customer stated that she was found passed out. Also stated that paramedics were called. Troubleshooting was performed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.